Event description:
A report was received alleging an endobronchial tube's cuff did not properly deflate. There was no reported patient involvement. There is no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The returned endobronchial tube was evaluated for the reported "cuff won't deflate" issue. Visual inspection of the device showed residual air left in the cuff. Both the tracheal and bronchial cuffs were found to properly inflate/deflate during the inflation/deflation tests. The reported defect was not confirmed.